Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a issue with the cobas infinity core software, software version 1.2.10. This problem could lead to the misinterpretation of patient results. From within the cobas infinity's instrument configuration, the customer changed the test version of hdl from an older hdl generation (acn 8453) to a new hdl generation (acn 8453) at around 10:30 am. The results for the new generation of hdl were being attached as cholesterol results. These incorrect results were being uploaded to the laboratory information system (lis). The customer mentioned 39 hdl sample results were involved. The results for the new generation of hdl were not uploading to the lis. The customer restarted the communication between the instrument and the cobas infinity at around 12:00 pm. After restarting the communication the issue was resolved. The customer did not release any incorrect results outside of the laboratory. There was no allegation of an adverse event or of any patient results being misinterpreted. The investigation is currently ongoing.

Manufacturer narrative:
As specific software functions were disabled on the cobas infinity, specifically the instrument traces, it could not be verified that the cobas infinity assigned the result of the hdl test to cholesterol. The investigation did not identify a product problem. The cause of the event could not be determined.